Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump's buttons are not working. The screen freezes up when customer tries to bolus. The blood glucose reading is 7.2 mmol/l. There is no response from the buttons. The insulin pump is frozen with no advancement of the time. Advised the customer that the insulin pump will be replaced. Nothing further reported.